Manufacturer narrative:
Product ID: 8709 lot# j0039988r, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was found to be empty at a refill. Zero ml's were aspirated when 2.5 ml's were expected. It was reported that this was the second time that this had happened with this pump. The patient stated that "there was no alarm". The patient stated that they had "felt kind of funny," but they "could not explain it". The medication used within the system was morphine. Additional information as requested but not available at the time of this submission.